Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified oversensing. The lead was capped and replaced on (B)(6) 2023. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.